Event description:
It was reported when the device was used during a lower anterior resection procedure, there was bleeding 2 days post-operatively (amount unknown). Blood transfusion was done to control bleeding. (No detailed info available.) During original operation doughnut and staple formation were fine. The product has been discarded.